Manufacturer narrative:
The customer was sent a replacement pack for the reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a dbil reagent pack leaked. No injury was reported.